Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted. The t:flex pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)."

Event description:
It was reported that the customer awoke to an auto off alarm due to no interaction with the pump for 12 hours. The customer was able to clear the alarm and resume insulin delivery. Customer's blood glucose level was 120 mg/dl.